Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: requiring medical intervention. It was reported that the procedure was to treat a left anterior descending (lad) lesion which was being treated with a non abbott device when the perforation occurred. The graftmaster was being used to treat the perforation; however, the graftmaster did not cross. The patient's file stated that the graftmaster did not cross because it was too big for the vessel. The perforation was treated with a non abbott balloon catheters and a coil device. After the procedure was completed the patient left the cath lab in good condition. No additional event or patient information is available.